Manufacturer narrative:
Insulin pump passed rewind, basic occlusion, prime/compromised force sensor system, and displacement tests. Insulin pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside the device and passed. Motor may have had an intermittent failure that was not detected during testing. Unable to perform occlusion test due to motor error alarms. Unable to confirm motion sensor test failure alarm due to motor error alarms. Unable to confirm motor position encoder error alarm due to overwritten history file. Insulin pump received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, and crack on display window noted. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during basal delivery. In the alarm history a motion sensor test failure and a motor position encoder error alarms were found. Customer's blood glucose level was not reported. The customer was able to complete the rewind sequence. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.